Event description:
Patient developed an infection. Revision surgery to an alternate knee replacement system is planned.

Manufacturer narrative:
Patient developed an infection. Revision surgery to an alternate knee replacement system is planned. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.